Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer states he was sick and may not have eaten last night which may have contributed to his low blood glucose. The customer stated there insulin pump has a blank display. The customer stated the display returned after a new battery was inserted into the insulin pump. The customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.